Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event was caused by a failure of the main board. The exact cause of the main board failure could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based on the phenomenon, it may have been caused by the detection of an abnormality in the internal circuitry. The abnormality of the internal circuit may have been caused by the failure of the pressure sensor mounted on the main board. In addition, the failure of the pressure sensor mounted on the main board may have been caused by any of the following process errors; -oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to oxidative corrosion. -foreign material (epoxy) had adhered due to a mounting error of the parts, and the wires inside the pressure sensor were peeled off due to the foreign material adhering. The instruction manual provides that the cause of the abnormality that all leds are off is that an error has been detected in the internal circuit of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) sales & marketing ((B)(4)) for evaluation. (B)(4) inspected the device and confirmed the following: the device has not been repaired in the past year, the front panel display became black due to the cr board failure and due to the failure of the 1st regulator unit, the max inflow volume could not reach the standard, and the air flow volume was different between the set value and the measured value. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the front panel display occasionally became black and the main board and pressure reducing valve were defective. The device was used with an olympus video system center. There was no report of patient injury associated with the event.